Manufacturer narrative:
Concomitant medical devices: 693558 lead implanted: (B)(6) 2010.

Event description:
It was reported that a pocket infection/systemic infection occurred. The device system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.